Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that their customer came to the hospital experiencing diabetic ketoacidosis. Nurse stated that the customer treated the blood glucose with the insulin pump. The nurse asked for assistance on how to check if the insulin pump was delivering insulin. Insulin pump will not be returned for analysis.